Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction connection error, error e315(scope error) was traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a communication/connection error (e315). The event had occurred during installation. There were no reports of patient involvement.